Manufacturer narrative:
Initial reporter phone# (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd precisionglide¿ hypodermic needle 30mm x 7mm the hypodermic needle 30x7mm was inside a package of needle 40x12mm. There was no report of injury or medical intervention

Manufacturer narrative:
Additional lot number reported. Medical device lot #: 6162091. Medical device expiration date: 2021-06-30. Device manufacture date: 2016-06-17.

Manufacturer narrative:
The photo provided was analyzed and it was possible to confirm the defect multiples units in the package. The potential causes for the problem may be related to twisting in the assembly process causing two pieces to be delivered to the same cavity of the embedding. Defects identified from this claim will be monitored for trend. Samples were returned and the complaint was unable to be confirmed from a visual inspection. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.